Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed.

Manufacturer narrative:
The device returned without the biopsy adapter valve, syringe and stopcock, and the stylet and stylet wire. The device returned without the original box packaging. The lot number was confirmed. The luer did not have any physical damage. The handle was in good condition, without any visible damage. The handle lock was present, and was able to slide into all positions freely. Also, the handle lock was able to lock and maintain its location when in the locked position. The sheath adjuster was present and was able to rotate and slide as intended. When in the locked position, the sheath adjuster screw was able to hold its location without moving. The connecting slider is able to click into both positions. Moving the handle into its fully advanced position, there was resistance when fully protruding the needle. The needle was able to protrude approximately 1.47 inches, which is within the acceptable range for length of the needle. When observed under a microscope, the needle was sharp and without any physical damage. Viewing the needle under a microscope, the pebax was seen to be bunched together. This was likely the cause of the resistance that occurred when fully advancing the needle. Also, the distal hypo tube was missing from the sheath. The device was returned with a photo of the hypo tube next to the needle. However, the hypo tube was not returned with the device. This can likely confirm the complaint of a "hollow metal part" coming off the device. The dhrs (device history records) for this product have been reviewed. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. This lot number found with no associated ncrs (non conformance), reported scrap or recorded process deviations relating to the reported failure. The observed failure is a known phenomenon resulting from forcing the device through resistance. On page 13 of the device IFU (pn0008807_ah), it states: "do not force the instrument if resistance to insertion is encountered. Confirm the endoscope is straight and in the neutral position. Attempting to force the instrument could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the endoscope and/or the instrument." Olympus will continue to monitor the field performance of this device. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
As reported, during a diagnostic procedure, after a puncture that passed through seventh lymph node, a hollow metal part about 1 cm long came off the needle. The patient tissues were tight and penetration sites had to be retrieved for each lymph node with multiple injections. The part that came off was retrieved from the patient. A new needle was used to complete the procedure. No injury or harm to the patient, no delay in the procedure on this reported event.